Manufacturer narrative:
Upon follow up, it was reported that the patient has recovered from the event and was discharged from the hospital on an unknown date. Antibiotic treatment was discontinued. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. Two days after the event onset, the patient was hospitalized for the event. The patient was treated with vancomycin and ceftazidime injections (1 g, ongoing, routes, frequencies and durations were not reported) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the event. Pd therapy was ongoing. No additional information is available.